Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached over 300 mg/dl while wearing the pod for 36 to 48 hours. Pain and bruising at the site were also evident. It was reported that the needle did not retract when removing the pod; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The device was received deployed and with the hard cannula visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the hard cannula and the slide retract. This improper installation of the hard cannula into the slide retract resulted in the needle not retracting back into the pod. The pod was received with evidence of blood on the adhesive pad. During investigation, the hard cannula was observed to be damaged and the needle tip was also found to be bent. It could not be conclusively determined when or how this damaged occurred. The exposed needle, damage to the hard cannula, and the bent needle tip contributed to the reported bleeding/bruising event and the pain during insertion.